Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for section g4 as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A setting issue was reported with the adc device. The customer reported that the ¿task reminder¿ for the reader to alarm when the customer¿s glucose is low/high failed to function as expected. The customer experienced a loss of consciousness and had contact with a healthcare professional who obtained an unspecified glucose result. The customer was administered glucose intravenously for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed and no issue were observed with the reader and returned universal serial bus (usb) charging cable. Date and time were set using a new and unused reader and the returned cable. Extended investigation has been performed and the reader; no issues such as damaged casing, contamination or a faulty component were found. The reader turned on with button depression. The isf (interstitial fluid) log was downloaded, and the glucose values was analyzed. It was determined that high and low alarms were being activated successfully when glucose values were above and below the set threshold values. Using a power load tester the returned usb cable voltage was measured at 5.00v which is within the to be within specification (4.75v-5.25v). No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. Dhrs (device history record) for the libre reader and kit pack DHR for cable and adapter were reviewed and the DHR showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A setting issue was reported with the adc device. The customer reported that the ¿task reminder¿ for the reader to alarm when the customer¿s glucose is low/high failed to function as expected. The customer experienced a loss of consciousness and had contact with a healthcare professional who obtained an unspecified glucose result. The customer was administered glucose intravenously for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.